Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Date of event: month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, yellow plastic pieces were pulled out from the reload before use. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57z8z. Investigation summary: the analysis results showed that one gst60t reload was received partially fired 1/16, with 9 drivers double and 4 drivers single were missing, making the reload non-functional. In addition the cartridge pan was noted to be dislodged. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.